Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pain - vagina [vulvovaginal pain]. Pain - tampon [medical device site pain]. Leaving outer layer of tampon inside- vagina [foreign body in reproductive tract]. Tampon shed outer layer [device breakage]. Tampon shed its outer layer during removal [complication of device removal] . It was very difficult to get out- tampon [device difficult to use] . Case narrative: consumer reported via e-mail that tampon shed its outer layer during removal. No serious injury reported. 08-dec-2022: returned product received from consumer with lot 226120800 v1 hu.

Event description:
Pain - vagina [vulvovaginal pain] pain - tampon [medical device site pain] leaving outer layer of tampon inside- vagina [foreign body in reproductive tract] tampon shed outer layer [device breakage] tampon shed its outer layer during removal [complication of device removal] it was very difficult to get out- tampon [device difficult to use] case narrative: consumer reported via e-mail that tampon shed its outer layer during removal. No serious injury reported. 08-dec-2022: returned product received from consumer with lot 226120800 v1 hu.

Manufacturer narrative:
Correction: the lot code involved is 226120800 v1 hu, confirmed by product return. A product investigation is in progress.

Event description:
Pain - vagina [vulvovaginal pain]. Pain - tampon [medical device site pain]. Leaving outer layer of tampon inside- vagina [foreign body in reproductive tract]. Tampon shed outer layer [device breakage]. Tampon shed its outer layer during removal [complication of device removal]. It was very difficult to get out- tampon [device difficult to use]. Case narrative: consumer reported via e-mail that tampon shed its outer layer during removal. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.